Event description:
It was reported that in 2001, the pt had surgery for a partial left heel cord tear. The heel cord was reportedly approximated using a running absorbable suture. The heel did not heal properly.